Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message; the device did provide an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer alleged that the insulin infusion pump powered on with a blank display rather than the device powered down without an alert. There was no allegation of a missing alert. The investigation of the returned device could not confirm an issue with a blank display. However, there were black marks on the display. The investigation confirmed that the display is broken due to a mechanical impact.